Manufacturer narrative:
B3: date of event provided in section b3 is an approximation due to the date range provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use, device discarded.

Event description:
The customer reported five (5) false positive results with the binax now covid-19 ag card kit for multiple patients performed on (B)(6)2023. This MFR. Report addresses result two (2) of five (5). The customer reported a false positive result with the binax now covid-19 ag card kit performed on an unknown date with a nasal sample. Confirmation pcr testing (platform - unknown) was performed and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported five (5) false positive results with the binax now covid-19 ag card kit for multiple patients performed on (B)(6) 2023. This MFR. Report addresses result two (2) of five (5). The customer reported a false positive result with the binax now covid-19 ag card kit performed on an unknown date with a nasal sample. Confirmation pcr testing (platform - unknown) was performed and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
B3: date of event provided in section b3 is an approximation due to the date range provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 221031x with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 221031x, test base part number 195-430h/ lot 216318. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 221031x showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. H10 - root cause of the issue h3 other text : single-use, device discarded.

Manufacturer narrative:
B3: date of event provided in section b3 is an approximation due to the date range provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 221031x with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 221031x, test base part number 195-430h/ lot 216318. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 221031x showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination.a2 - age at time of event h3 other text : single-use, device discarded.

Event description:
The customer reported five (5) false positive results with the binax now covid-19 ag card kit for multiple patients performed on (B)(6) 2023. This MFR. Report addresses result two (2) of five (5). The customer reported a false positive result with the binax now covid-19 ag card kit performed on an unknown date with a nasal sample. Confirmation pcr testing (platform - unknown) was performed and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.